Manufacturer narrative:
The device was further evaluated by the stryker product assessment center (pac). The pac technician verified the reported issue in the device data. Stryker determined interruption of the software update was the cause of the reported issue. Device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device keeps rebooting. The device lid was also missing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was duplicated the reported issues. The cause of the reported issue could not be determined. The device was retained by stryker and the customer received a replacement device. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device keeps rebooting. The device lid was also missing. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.